Event description:
The user facility reported that a 4085 surgical table failed to respond to hand control commands while a patient was positioned upon the table, before the start of a procedure. Prior to the reported event and before the patient was positioned on the table, the table was not centered over the table column. The table was slid 9 inches towards the head direction of the table. The facility brought another table into the or and transferred the patient to the new table. A minor delay to the start of the procedure was reported (~15 minutes). There were no injuries reported with the event.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed by the facility's biomed department that the o.r. Staff was unable to initiate the table top slide function. When the facility attempted to command sliding of the table, the hand control displayed "lock table". This is the correct hand control display, as the floor locks on the table had not yet been engaged. The floor locks must be engaged prior to any table top translation movement. The facility stated when they attempted to command the table to engage the floor locks, the hand control display had a wrench icon along with a table icon and the number 9" on the display. The table icon along with the number 9" was displayed on the hand control to indicate the table was slid 9 inches towards the head direction. The wrench icon indicates the table has detected some condition which requires service/maintenance activity to correct. If there is a numeric code displayed in conjunction with the wrench icon it will provide some indication of the source of the detected condition, however the facility biomed indicated there was not a numeric code displayed in conjunction with the wrench icon. The facility's biomed moved the table to another room, powered the table up and reported the table responded normally to all hand control commands and the wrench icon on the hand control was no longer displayed. Before placing the table back into service, the facility's biomed contacted steris service to evaluate the table. The steris service technician evaluated the table, checked all floor lock system components, performed a recalibration of the table as a precautionary activity, and confirmed correct function/operation of the table. The table was then placed into service with no further issues reported. The user facility's biomed expressed concern that the o.r. Staff did not seem familiar with the auxiliary back-up controls on the table. The 4085 surgical table will not command table top translation movement via the hand control (i.e. Sliding of the table tops) if the table floor locks are not engaged. Use of the auxiliary back-up hand control will command table top translation movement even if the floor locks are not engaged. A full in-service was conducted with the user facility staff on (B)(4) 2013, addressing proper use and operation of the 4085 surgical table; including how to utilize the table's auxiliary back-up controls.